Manufacturer narrative:
Unit was programmed and monitored for 3 days. No blank display, flickering display anomaly or flicking display anomaly noted. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08785 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The motor functioned properly during testing. No drive/motor anomaly noted. The motor was tested outside the device and passed. Unit had a stripped battery cap at coin slot (p), minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, missing address/serial number label and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was flicking and the piston was moving. The customer's blood glucose was 329 mg/dl. The customer stated they were not able to remove the battery cap. The insulin pump will be returned for analysis.